Manufacturer narrative:
Following completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that this device was initially explanted during an associated lead repositioning due to muscle stimulation. During the procedure, the patient was unwell and started vomiting at which time the physician elected to stop the procedure and remove the device. The device was resterilized and reimplanted at a later date. During the attempted reimplant procedure approximately three weeks later, the device setscrews then failed to operate as expected. The unit was not reimplanted during this procedure and was later returned for analysis. No resulting adverse patient effects were reported and no lead information was provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies- header was firmly attached. The right ventricular (rv) seal plug was visibly damaged and the rv setscrew missing. All other setscrews were present and operated normally. A substitute setscrew was then placed and the device functionally tested. The device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.